Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a facility is experiencing multiple spectrum pumps shutting off without user input. It was also reported that nurses must rush to restart the pumps to continue the infusion. Specific pumps were not identified.